Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of the second episode of abdominal pain lower ("severe lower abdominal pain") and genital haemorrhage ("abnormal/heavy bleeding") in a 47-year-old female patient who had essure (batch no. 627283) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included uterine fibroids. Previously administered products included for an unreported indication: yaz from (B)(6) 2008 to (B)(6) 2011. Concurrent conditions included ruptured intervertebral disc since 2008, fatigue, diarrhea, menstruation abnormal, chronic cervicitis, chronic salpingitis and ovarian cyst. Concomitant products included anovlar (fem-hrt) since 2011. On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced dysmenorrhoea ("severe menstrual pain/dysmenorrhea (cramping)"). In 2011, the patient experienced menorrhagia ("prolonged menses/abnormal bleeding (vaginal, menorrhagia)"), back pain ("severe back pain"), dyspareunia ("pain during intercourse/dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), pelvic pain ("pain") and the first episode of abdominal pain lower ("lower abdominal pain"). On an unknown date, the patient experienced the second episode of abdominal pain lower (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (total hysterectomy, bilateral salpingoophorectomy, oophorectomy bilateral). Essure was removed on (B)(6) 2011. At the time of the report, the last episode of abdominal pain lower, genital haemorrhage, menorrhagia and pelvic pain outcome was unknown and the dysmenorrhoea, back pain, dyspareunia and vaginal haemorrhage had resolved. The reporter considered back pain, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage, the first episode of abdominal pain lower and the second episode of abdominal pain lower to be related to essure. The reporter commented: number of micro-insert coils visible within uterine cavity: left 1, right 1 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: confirming complete occlusion of fallopian tubes (B)(6) 2009: hysterosalpingogram (per mr) impression: nonfilling of the patient¿s distal fallopian tubes. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: right lower quadrant pain, genital hemorrhage, back pain. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. Events per pfs: abnormal vaginal bleeding, pelvic pain, lower abdominal pain were added, patient's medical history added. On (B)(6) 2018: medical records received. Patient's medical history was added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of the second episode of abdominal pain lower ("severe lower abdominal pain") and genital haemorrhage ("abnormal/heavy bleeding") in a 47-year-old female patient who had essure (batch no. 627283) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included uterine fibroids. Previously administered products included for an unreported indication: yaz from (B)(6) 2008 to (B)(6) 2011. Concurrent conditions included ruptured intervertebral disc since 2008, fatigue, diarrhea, menstruation abnormal, chronic cervicitis, chronic salpingitis and ovarian cyst. Concomitant products included anovlar (fem-hrt) since 2011. On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced dysmenorrhoea ("severe menstrual pain/dysmenorrhea (cramping)"). In 2011, the patient experienced menorrhagia ("prolonged menses/abnormal bleeding (vaginal, menorrhagia)"), back pain ("severe back pain"), dyspareunia ("pain during intercourse/dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), pelvic pain ("pain") and the first episode of abdominal pain lower ("lower abdominal pain"). On an unknown date, the patient experienced the second episode of abdominal pain lower (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (total hysterectomy, bilateral salpingoophorectomy, oophorectomy bilateral). Essure was removed on (B)(6) 2011. At the time of the report, the last episode of abdominal pain lower, genital haemorrhage, menorrhagia and pelvic pain outcome was unknown and the dysmenorrhoea, back pain, dyspareunia and vaginal haemorrhage had resolved. The reporter considered back pain, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage, the first episode of abdominal pain lower and the second episode of abdominal pain lower to be related to essure. The reporter commented: number of micro-insert coils visible within uterine cavity: left 1, right 1 . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: confirming complete occlusion of fallopian tubes (B)(6) 2009: hysterosalpingogram (per mr) impression: nonfilling of the patient¿s distal fallopian tubes. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: right lower quadrant pain, genital hemorrhage, back pain. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 25-jun-2018: quality-safety evaluation of ptc incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe lower abdominal pain") and genital haemorrhage ("abnormal/heavy bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain"), menorrhagia ("prolonged menses"), back pain ("severe back pain") and dyspareunia ("pain during intercourse"). The patient was treated with surgery (total hysterectomy and bilateral salpingoophorectomy). Essure was removed on (B)(6) 2011. At the time of the report, the abdominal pain lower, genital haemorrhage, dysmenorrhoea, menorrhagia, back pain and dyspareunia outcome was unknown. The reporter considered abdominal pain lower, back pain, dysmenorrhoea, dyspareunia, genital haemorrhage and menorrhagia to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: confirming complete occlusion of fallopian tubes company causality comment: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.